Manufacturer narrative:
(B)(4). Date sent: 04/24/2012. Firing trigger teeth. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Pedicle of appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Load crunch on first fire. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The cartridge broke. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? 5-6 yrs. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? No cut. Was the patient taking any anticoagulants or dvt prophylaxis? Asku. The analysis results found that the device was received with the firing mechanism damaged and without a reload present. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device jammed on the first firing with the white reload. The rep stated that the cartridge broke, but no cut was made and no staples were deployed, as the blade did not advance far enough to do so. It was not reported that any of the broke cartridge came out of the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.